Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4)2014 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. In (B)(6) 2014, patient experienced mild discomfort. Ultrasound was done and was negative (not specified). In (B)(6) 2014, she was still with discomfort, so another ultrasound was done on (B)(6) 2014 and showed a foreign body in lower uterine segment. On an unspecified date, doctor removed the outer coil from the cervical canal within the last 2 weeks. Inner coil could not anywhere to be found (what side that this occurred was unclear). Hsg was done on (B)(6) 2014 and showed no device on one side, and device and occlusion on the other side. No visible sign of perforation. The outcome of the event patient with mild discomfort/still with discomfort was not recovered / not resolved. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue in the context of a complicated device removal. The ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that inner coil could not anywhere to be found. This event, interpreted as device breakage, is non-serious and listed in the reference safety information. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during removal. It was reported that doctor removed the outer coil from the cervical canal within the last 2 weeks. Inner coil could not anywhere to be found (what side that this occurred was unclear). Based on this information, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Further information is being sought. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up information received on (B)(6) 2014. The patient´s weight was (B)(6) and 172.5 cm (bmi (B)(6)). Her concurrent condition included overweight. Cervical conization, curettage, previous iud/ius, myomectomy, adnexal surgery, gynecological problems or procedures were denied. Essure was inserted on (B)(6) 2009 with lot number 20214171. The insertion was not performed in a post-partum state. Cervical dilation, sounding and general anesthesia were denied. Valium, vicodin and toradol were used as analgesia. On the left side, the insertion was considered easy. On the right, the insertion was considered difficult; initially was placed and was removed. Second device was inserted but 18 trailing coils after procedure. The fluid loss was less than 1500cc and the procedure probably took more than 20 minutes. The visualization of the tubal ostium was considered easy. After insertion, evra patch was used as contraception. On (B)(6) 2010, hysterosalpingogram was done and showed that tubes were occluded, but right catheter mostly intrauterine. On left side, device was in proper location. In (B)(6) 2014, an ultrasound was done and showed a linear foreign body along lower uterine segment/cervix. Essure on right side was removed (outer coil) in office by grasped out external cervical os. Inner coil (right) could not be found. Hysterectomy or salpingectomy were not necessary. Events were confirmed by physician. Follow up information received on (B)(6) 2014: updated ptc result. Final assessment: opening follow-up complaint to add lot number 20214171. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue in the context of a complicated device removal. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that inner coil could not anywhere to be found/ only outer coil seen upon removal. This event, interpreted as device breakage, is non-serious and it was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during removal. It was reported that doctor removed the outer coil from the cervical canal. Inner coil could not anywhere to be found. Based on this information, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis concluded unconfirmed quality defect, and stated that the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.